Event description:
As reported, the 8mm 4cm saber crossed the lesion, there was resistance felt but was able to cross the lesion. The physician decided there was no problems. The marker was adjusted at the proper position. The saber pta catheter than ruptured at 4 atm after crossing the lesion. The device was replaced with another saberx, and the procedure completed. There was no patient injury. The device was stored in a warehouse in a sanitary area in the hospital, and there was no abnormality or crush in the appearance. No abnormality was found on the tray of the device as well. The complaint device was prepped. The lesion had 95 % stenosis and calcification. The device will not be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
As reported, the 8mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion, there was resistance felt but was able to cross the lesion. The lesion had 95% stenosis and calcification. The physician decided there was no problems. The marker was adjusted at the proper position. The saber pta catheter then ruptured at four atm after crossing the lesion. The device was replaced with another saberx, and the procedure completed. There was no patient injury reported. The device was stored in a warehouse in a sanitary area in the hospital, and there was no abnormality or crush in the appearance. No anomalies were found on the tray of the device and the complaint device was prepped. Additional information was requested; however, the information could not be obtained. The device was not returned for evaluation. A product history record (phr) review of lot 82271458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 95% stenosis likely contributed to the reported event as calcification is known to damage balloon material. Additionally, it was reported some resistance was felt when crossing, damage to balloon material may have occurred during this time. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.